Manufacturer narrative:
Unit received with missing display window cover, severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, scratched case, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test or lock reservoir in place due to missing retainer.

Event description:
It was reported that case and display window was damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.